Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1000 mg, route and frequency were not reported) and amikacin (250 mg, route and frequency were not reported). At the time of the report, the patient outcome was unknown. Action with dianeal therapy was not reported. No additional information is available.